Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal due to mid-session sensor failure, patient could not locate sensor wire. Sensor readings stopped during the session. Patient did not see wire protruding from skin, is not experiencing any discomfort at the insertion site and does not feel sensor inside his body. Patient did not seek medical intervention. At the time of his call to dexcom technical support patient was feeling well.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.